Manufacturer narrative:
Findings: evaluated 2 opened/used reservoirs. Unable to verify occluded anomalies to reservoirs. 1st reservoir was detach from the snap-cap and attached to transfer guard. 2nd reservoir was partially returned, missing the barrel, (only returned transfer guard and plunger). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. They had changed the infusion set. The customer's blood glucose level went over 400 mg/dl. They treated the high blood glucose with a manual injection. The device will not be returned for analysis.